Event description:
Ventilator stopped cycling while on patient use. No patient harm reported per customer. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.